Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Adverse event report is being submitted due to symptoms related to diabetes - dizzy, polydipsia, urinary frequency, and lethargy. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. During the call, a blood test was performed by the customer and produced test result of hi using truemetrix meter. Customer stated she had excessive thirst, frequent urination, felt sluggish and dizzy. Customer stated she was going to contact her doctor. No further information was able to be obtained.